Event description:
The patient was undergoing a coil embolization procedure using ruby coils. The physician successfully implanted a ruby coil in the target vessel. A second ruby coil was used and unintentionally detached within the microcatheter. The physician was unable to advance the detached ruby coil from the catheter into the aneurysm using the pusher wire. The physician then removed the catheter with the detached ruby coil inside it and chose to end the case. There was no report of an adverse effect on the patient.

Manufacturer narrative:
(B)(4): the device was disposed of and therefore, not available for return.conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined.the manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion : this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.